Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol ventralight st w/echo (device #2) may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the patient underwent revision surgery on (B)(6) 2016 and the doctor noted "the patient had a hematoma that "began draining old clot and what appeared to be a purulent material." No medical records have been provided; however, hematoma is identified in the adverse reaction section of the instructions-for-use as a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st w/echo (device #2). An additional emdr was submitted to represent the bard/davol ventralight st w/echo (device #1). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient was implanted with a bard/davol ventralight st w/echo (device #1), reference number (B)(4) , which was removed on (B)(6) 2016. On (B)(6) 2016: the patient underwent laparoscopic incisional hernia repair. The bard/davol ventralight st w/echo (device #1) was removed and a bard/davol ventralight st w/echo (device #2), reference number (B)(4), lot number huap1306 was implanted in the patient during this repair. On (B)(6) 2016: the patient underwent revision surgery. During the procedure the doctor noted that the patient had a hematoma that "began draining old clot and what appeared to be a purulent material." It is alleged that the patient has experienced and/or continues to experience significant physical pain and suffering, has sustained permanent injury, recurrence, nausea, irritable bowel syndrome, loss of energy; and has undergone continued medical treatment.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient was implanted with a bard/davol ventralight st w/echo (device #1), reference number 5954460, which was removed on (B)(6) 2016. On (B)(6) 2016: the patient underwent laparoscopic incisional hernia repair. The bard/davol ventralight st w/echo (device #1) was removed and a bard/davol ventralight st w/echo (device #2), reference number 5955600, lot number huap1306 was implanted in the patient during this repair. On (B)(6) 2016: the patient underwent revision surgery. During the procedure the doctor noted that the patient had a hematoma that "began draining old clot and what appeared to be a purulent material." It is alleged that the patient has experienced and/or continues to experience significant physical pain and suffering, has sustained permanent injury, recurrence, nausea, irritable bowel syndrome, loss of energy; and has undergone continued medical treatment.

Manufacturer narrative:
H:11: this supplemental emdr corrects the lot manufacture date (h.4).